Event description:
It was reported to covidien in 2008 that a customer had an issue with a chest drainage unit. The customer states "the unit was set up in theatre". When the patient returned to h.d.u. The patient was seen to have had a serious pneumothorax. The altitude was leaking air. On this occasion the leak test was not performed on the 1st faculty unit.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.